Event description:
Pt transferred from another hospital with fever of 106 degrees and cyanosis. Admitted to hospital in 2001 to picu, in critical condition, with overwhelming sepsis. Physician attempted central line placement in right femoral vein to get IV access. During procedure, the guidewire kinked on distal end, making passage of cath impossible. Guidewire was cut to accomodate cath and then cath was placed, guided to insertion site, guidewire pulled back, cath inserted, unable to pull out guidewire. Cath removed, guidewire was stuck in subcutaneous tissue. Removed by making a small skin incision to remove the guidewire. On exam the wire was kinked/appears knotted at the end. Pt expired from sepsis and disseminated intravascular coagulopathy two days post. Numerous blood products were transfused.